Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 2.75x30mm target lesion was located in the severely calcified right coronary artery (rca). A 4.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. The balloon was inflated twice. However, upon the third inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection and functional testing found no irregularities or defects in the balloon material, no leak was found. Microscopic and tactile inspection revealed numerous kinks in the hypotube and distal shaft. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 2.75x30mm target lesion was located in the severely calcified right coronary artery (rca). A 4.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. The balloon was inflated twice. However, upon the third inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.